Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was implanted. Approximately eight hours post-procedure, the patient developed hypotension for which a pericardial effusion and subsequent cardiac tamponade were discovered. A pericardiocentesis was performed. Patient remained stable throughout the night and was discharged the next morning.